Manufacturer narrative:
One 7205326 disposable acromionizer 4.0 ep-1 blade used for treatment, was returned for evaluation. The complaint stated: ¿before when the package was opened, it was found the product end broken.¿ the device was received damaged and used. The inner and outer components had evidence of having become melted, seized up and subsequently broken and pieces separated. The inner blade handle was melted. A broken portion of the distal handle was absent. Returns for melted symptoms were found aligned with the product having been ¿tested¿ without or with insufficient irrigation. This device is not intended to be engaged without suction. Per instructions for use: ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that before when the package was opened, it was found the product end broken. No patient involved. Results of investigation have concluded that this unit was used in a surgery and the inner and outer components had evidence of having become melted, seized up and subsequently broken and pieces separated which makes it a re-portable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.